Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy, the site had activation and cable issues with the device. No reported patient consequence.